Manufacturer narrative:
A test run before the disassembling of the product showed that it got only warm but not hot, which is normal. This was confirmed by the dental assistance who did the same test after the burn issue. The current consumption was slightly out of specification which shows that the bearings start to get worn. After disassembling of the product it was visible that the push button at the back cap had circular groove marks worn into it at the inner side. This shows that it has been pressed while the handpiece has been spinning. This is an indication that it has been used to lift soft tissue away from treatment area. As the push button rubs on inner spinning parts if it is used in this way it heats up quickly. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
During a filling procedure on tooth# 5, the patient was burned on lower left lip. Burn diameter was the size of a dime. Patient was sent to an urgent care facility which prescribed bacitracin antibiotic ointment.